Event description:
During the carotid procedure, while trying to retrieve the accunet filter basket after successfully deploying the stent, the accunet recovery catheter could not be advanced completely through the stent. The recovery system was able to be advanced approximately 5 mm into the stent. The filter basket was pulled back into the stent and it became caught on the stent. The filter basket was pulled and it detached from the wire, and remained caught in the stent. Endoscope biopsy forceps were used to successfully snare the filter basket. Reportedly, there was no patient effect.